Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Due diligence was executed for this event with no response, including initial reporter occupation, by the customer. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no repair history for the device in the past year. Root cause for the failure of the serial digital interface (sdi) 1 because the subject device was not returned. Judging from the phenomenon, it is surmised that the phenomenon occurred because the sdi 1 terminal mounted on the qb board was broken. The qb board likely malfunctioned due to an accidental failure of an electrical component.

Manufacturer narrative:
The initial reported issue with the video system will be captured in medwatch with patient identifier (B)(6). Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
While the customer was troubleshooting with an olympus technical assistance specialist for an issue found with the video system during a diagnostic colonoscopy procedure, the device serial digital interface (sdi) 1 connector of the device was found to yield no image. The sdi 2 connector of the device was functional. In addition, there was a redline on the image which indicated an issue with the liquid-crystal display (lcd) screen. There is no reported harm to any patient.